Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. An additional phone number was provided. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes there were 9 bowed tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 06-feb-2025 investigation summary bd received 9 samples and 1 photo for investigation. The customer samples and photo were reviewed and bowed tube was observed. Elevated temperatures during the assembly process or post-manufacture transportation/storage can cause this issue. During manufacturing, each shelf pack is covered with a 'heat shrink' film and passed through an oven where the film is heated to shrink to fit the pack. If a shelf pack remains in the oven too long, heat damage can occur. The conveyor speed is designed to minimize exposure to heat. Sensors in the shrink wrap tunnels alert operators to jams, and they are trained to remove and discard any jammed shelf packs. Examination of 100 retained samples from this lot found no additional defective samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes there were 9 bowed tubes. No adverse impact was reported regarding the patient or user.